Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis did not replicate and confirm the customer reported complaint 'smoking is used during surgery, but there is no power output'. The instrument was placed and driven on an in-house system. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. No sparks were detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Arcing was not observed. No damage to the instrument. Cauterizing was being performed. Bipolar energy activated. Monopolar curved scissors were also used. Instrument was in use for few minutes. Instrument not in contact with tissue. No injury. Equipment quality issues were believed to be the cause. Instrument and cannula were inspected prior to use. Instrument did not collide or touch anything while energized. Jaws were not immersed in liquid. Instrument available for return. No video recordings or images available. No other patient information is available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had smoke and there was no power output. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.